Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The customer also offers a potential batch number but is not able to confirm if this is the batch number related to the event therefore it will not be entered into the device information.

Event description:
It was reported that bd nexiva single port tubing separated from hub. The following information was provided by the initial reporter: incident date: on (B)(6)2024, reported: on (B)(6) 2024, report: IV was in left arm, pt rolled over to right side, tubing got pulled, and the IV came apart where the tubing connects to the base of the butterfly. Xx said she experienced this in little current the last shift she was over there too. On (B)(6) 2024. I can't 100% confirm the lot number, but assuming we only have one lot set (since we just recently got these ivs to use) the number would be 4248022. When this happened to my patient, I did not witness it, only found them afterwards. No harm or near miss came to the pt however, there was a lot of blood everywhere as it created a flowing vein with no resistance. Also, the second occurrence that is mentioned in the complaint was found to be a misunderstanding; the luer-lock was disconnected, not the line. We tried on two separate occasions to emulate the broken IV. The only way a break like that was achieved was by stepping on the line and pulling up on the butterfly. This is certainly much more force than an average IV endures. The usual scenario is that the cannula pulls out of the patient when there is too much tension on the line. On (B)(6) 2025 no, it only occurred once.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a broken extension tube was confirmed. Without the physical sample, the root cause was undetermined; however, based on the reported event and the condition of the sample in the photographs, it appeared that the damage occurred during use. Three photographs were provided for investigation, which showed what appeared to be a break in the extension tubing near the catheter adapter. A short segment of extension tubing remained bonded to the catheter adapter and the adhesive bond appeared to be intact. The broken extension tubing was confirmed; however, no connection issues or breaks in the IV catheter tubing were identified. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.